Event description:
It was reported that the patient presented to the emergency room (ER) due to discomfort from inappropriate shocks. It was noted this anomaly was due to the right ventricular (rv) lead over-sensing noise. The rv lead was explanted and replaced. The patient was stable throughout the procedure.